Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: stip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 160-170mg/dl fasting. Verified the strips expired 5/16/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained lo and lo not fasting. Reviewed meter memory: 1:165mg/dl (B)(6) 2015 02:44:00 pm fasting:no. 2:lol (B)(6) 2015 02:31:00 pm fasting:no. 3:lol (B)(6) 2015 02:27:00 pm fasting:no. 4:lol (B)(6) 2015 02:26:00 pm fasting:no. 5:168mg/dl (B)(6) 2015 11:42:00 am fasting:yes. Memory concerns:lo (B)(6) 2:31pm, lo (B)(6) 02:27pm, and lo (B)(6) 02:26pm.